Manufacturer narrative:
The manufacturer previously reported a patient passed away on a ventilator. The device's event log was downloaded for review. Based on the manufacturer's evaluation of the ventilator's downloaded event logs, the manufacturer concludes there was no evidence of any alarms indicating a malfunction of the device occurred. The device delivered therapy as designed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specification. A review of the device's downloaded event log reveals on the date of the event, the device was powered on and off multiple times.

Event description:
The manufacturer received information alleging a patient passed away while on a ventilator. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.